Event description:
It was observed that during the device evaluation, the subject device exhibited connector terminal corrosion and main body lens scratches. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be determined. Based on historical data, possible causes include cause traced to component failure. Causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.